Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a cut on the pebax with internal parts exposed. Initially it was reported that the force vector of the catheter was displayed as inverted on the carto 3 system after performing the first ablation. There were no errors displayed on the carto 3 system. The high force readings were displayed on the carto 3 system when coming on ablation. There were extreme noise on the ablation signals when coming on ablation was displayed on the carto 3 system and the recording system. They zeroed the catheter and the issue persisted. They reseated the cable and the without resolution. The cable was replaced and the issue persisted. The the physician pulled the catheter out of the patient and blood was discovered in the spring of the catheter. When the catheter was replaced, the issue was resolved. There was no patient consequence reported. Additional information was received. Abbott agilis nxt steerable sheath- 8.5f was used. No difficulty experienced while maneuvering the catheter or during the withdrawal. No damage seen on the pebax. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(4)2023, there was a cut on the pebax with reddish-brown material inside and internal parts exposed. This event was originally considered non-reportable, however, bwi became aware of a cut on the pebax with internal parts exposed on (B)(4)2023 and have assessed this returned condition as reportable.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) university. The investigation was completed on 24-oct-2023. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, biological material was observed on the tip and the pebax of the catheter. Also, no external damages were observed on the device. This condition could be related to the issues mentioned by the customer. However, this cannot be conclusively determined. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. Visual inspection, electrical, and screening tests of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a cut on pebax with reddish-brown material inside and internal parts exposed; however, the cut could be related to the handling since in the process there are control inspection points to avoid this kind of issue; however, this could not be conclusively determined. An electrical test was performed, and no electrical issues were found. Then the device was connected to the carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The blood inside the pebax could be related to the force and noise issue reported by the customer; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the photo provided. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force vector of the catheter displayed inverted¿, ¿high force reading¿, ¿noise issue¿ and the ¿blood in the spring of the catheter¿. Also, the biosense webster inc. Analysis finding of the ¿cut on the pebax with reddish-brown material inside and internal parts exposed¿. Manufacturer's reference number: pc-(B)(4).